Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a calibration error alert with the sensor. Customer's blood glucose was 400 mg/dl at the time of incident. The customer also reported the insulin pump prompted that the customer's blood glucose was 72 mg/dl. Customer also reported a bad sensor alert with the insulin pump. Troubleshooting did not occur for the insulin pump. The customer declined to return the product for analysis.